Event description:
Customer reposted immunizer had drawn up a dose of the covid-19 vaccine using the sol-guard tb safety syringe (1ml). When attempting to immunize a client, the needle would not pierce the skin. It was then noted that the tip of the needle was flat and no bevel was noted.